Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a device site infection occurred at the incision site of an implantable neurostimulator 977119 ngrc-ecaps magnetic resonance imaging (MRI). The patient required ongoing antibiotic treatment for the infection and has been taking antibiotics for the last two days. The device has been turned off so the patient does not have to charge at the incision site. No patient complications have been reported as a result of this event. The manufacturer representative (rep) indicated they would send any further information as they become aware.